Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from (B)(6) 2004 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004. The implementation date of the erp system.

Event description:
The customer reported the device will not pass the force calibration and kicks back against the plunger head when in motion against the syringe.